Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) year old male pt contacted zoll customer support to report that the pt had an alarm go off. After downloading the pt's data, the flag files indicated the pt rec'd a treatment. In addition, the pt's nurse confirmed that the pt's therapy electrodes gelled. The pt reported being at home at the time of the event. The lifevest (lv) detected an arrhythmia at 07:58:30. The pt ECG strips indicate the pt's rhythm was supraventricular tachycardia (svt). The lv delivered a treatment at 08:02:58 in response to svt. The post-shock rhythm was sinus tachycardia. Svt contributed to the false detection. The response buttons were pressed intermittently throughout the entire event, however they were not pressed immediately prior to the delivery of the treatment defibrillation. The pt went to the hosp following the treatment but continues to wear the lv.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hospital following the event but continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were function and able to detect and treat a pt. Monitor sn (B)(4) - 07/2013 (reuse); electrode belt sn (B)(4) - 02/2014 (initial use). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), included the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdra_docs/pdf/p010030b.pdf